Event description:
Intra-aortic balloon pump (iabp) in use in pt when pt went into v-fib, was shocked, pulse return. Screen on iabp went blank x2. No prior alarms or apparent problems noted. Iabp was then plugged into another outlet and when power returned helium alarm was noted. Pt then coded again three minutes later, was shocked, CPR started and baseline rhythm was restored. Iabp was then switched out for another unit. Unit removed from service and was placed in locked office.